Manufacturer narrative:
The customer cancelled their service request as their onsite biomed serviced the sterrad unit. The oil filter gasket was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of a mist (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and vacate the area until the mist dissipates. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), trending by pmc, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. Trending by product malfunction code "haze/mist/vapor" was reviewed from 07/01/2015 to 12/28/2015 and trending was not exceeded. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for evaluation. The assignable cause of the haze/mist/vapor issue is the oil filter gasket. The trained biomed at the facility replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.